Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device (part number stt-gl-003/serial number (B)(4)/lot number 5195191), being used with the complaint receiver device, was returned on (B)(4) 2015. The returned transmitter receiver was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of an unrecoverable loss of antenna. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. Patient was advised to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).